Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device had an unexpected shutdown. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The department reported that the monitor turned off while it was in use on battery. The device was brought to the laboratory and tested without finding any anomalies, the battery is from 2020, the event logs do not report significant errors. In agreement with lanzarini, necessary intervention for diagnosis and opening customer feedback (cf) for the technician who will intervene. The technician evaluated the device and downloaded the system log file. The first check was carried out without finding any errors that could lead to the error complained of. Test disconnection from the main power supply was performed by checking the log lines produced. Realigned current time to insert time correspondence within the log. The staff does not accurately remember the moment of what happened. It is assumed that the event took place between 13 and 14 june. The customer reports an energy blackout on the morning of the 13th. The fan was in use, and the system alarmed with sound and visual indications of a technical alarm. The patient had no consequences in relation to what happened. A formal request for information is opened to the factory. The technician was unable to duplicate the reported problem. A full performance verification has been performed, and the device passed all tests successfully.